Event description:
It was reported that the unit would not stay powered on during battery operation. The unit does stay on during ac operation. Customer states that the green ac power indicator illuminates as well as all four battery charge leds illuminate when ac power indicator illuminates as well as all four battery charge leds illuminate when ac power is plugged in. This occurs with the unit in both the on or off condition. Customer states that as soon as the ac power is removed the unit powers off. The device was allowed to charge for over 8 hours, but it still does not hold a charge. Customer is unsure if there was an audible alarm before the unit powered off. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. An internal inspection of the device was conducted. It was observed that the battery cable was disconnected from the positive terminal. After reconnecting the loose connection, the unit was able to power on using dc power and battery led was observed. The device functioned as designed. A service history record review reveals that this unit was in the field for over fur (4) years with no previous reported issues prior to this reported event.